Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: (B)(4). According to the information provided, it was reported that during the surgery of shoulder ligament repair, opened the packing, noted only one IFU, no device. The complaint sample (empty box) was received. Visual observations confirm that just the empty box was received with the IFU inside it. In addition, the box showed several damages. This complaint can be confirmed. This is an anomaly, and a rare occurrence that the device was missing inside the packaging. We cannot discern a root cause for the reported failure at this time and the possible root cause for the damages in the box can be occurred during handling or transportation; this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number: 6l54754 , and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported that during the surgery of shoulder ligament repair,opened the packing, noted only one IFU, no device. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.